Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 166,898 joules of use and 19:40 minutes. The second fiber: 146,187 joules of use and 18:31minutes.

Manufacturer narrative:
(B)(4); a code request has been submitted.

Event description:
It was reported that during a bph surgical procedure "error appeared saying fiber expired and to clean fiber; forward firing" was noted. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome: "no injury" to the patient reported.